Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. The device was then reprogrammed. However, the pptwo continued. Technical support was contacted to provide further programming recommendations. No additional intervention has been completed at this time and the patient is stable with no consequences.